Event description:
It was reported that the customer was having battery issues with the insulin pump and received low battery, weak battery, bad battery, and battery test failed alerts, as well as a motor error alarm. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer's blood glucose was 6.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.